Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire tip separation of this nature may occur when the core is subjected to tensile or torsional overload beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued that would require the tip to be trapped in order to create the required forces to damage the guide wire as described above. Although there was no resistance noted, it was reported that the lesion was heavily calcified which could have contributed to the reported guide wire separation. Reportedly, a cut down procedure was performed on the right femoral artery to retrieve the separated portion of the guide wire. The guide wire was not returned which could have aided in the evaluation. In order to ensure that guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. Overall, a conclusive cause could not be determined for the reported tip separation and the surgical treatment to retrieve the separated portion appears to be operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure in the right external iliac, the bmw guide wire was placed and a non-abbott aspiration catheter was advanced to the heavily calcified lesion. Aspiration was performed and the aspiration catheter was removed. The aspiration catheter was advanced a second time, and during positioning, the bmw guide wire was pulled back slightly and the guide wire separated. No resistance was noted. A cut down procedure was performed on the right femoral artery to remove the separated portion of guide wire. The final patient outcome was that the patient was discharged fine. No additional information was provided.